Event description:
It was reported that the cannula disengaged from the syringe during injection and impacted the eye resulting in a pre-retinal hemorrhage. The doctor completed the cataract removal and implantation. Two days after the surgery the patient had mainly peripheral vision however the vision was improving as the blood in the eye was dissipating.

Manufacturer narrative:
The device has been requested but has not been received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.